Manufacturer narrative:
(B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
The user facility provided additional information regarding three previously reported events. During review of the information provided by the customer, it was identified there has been a fourth patient affected by the bander ureteral diversion stent set. As reported, a (B)(6) female patient was implanted with the bander ureteral diversion stent. Subsequent acute kidney injury (aki) and what appeared to be anuria occurred. There was an intra-abdominal leak of urine due to blockage of the ureteric stent. The patient returned to theatre, anastomosis intact and ureteric stent below level of anastomosis. Stent was removed and re-inserted and nephrostomy inserted. Some urine was leaking from kidney, possible ruptured calyx following migrated stent. They were able to pass sensor wire to the renal pelvis with screening and assistance from transplantation team to encourage wire through ureter and anastomosis. The ureter was tortuous. Retrograde alongside guidewire showed it is in renal pelvis. Difficulty stenting across anastomosis. Interventional radiology (ir) called and scrubbed in. Nephrostomy placed appropriately. Scan showed stent below anastomosis. In this case the renal cortex is felt to have ruptured due to a stent inserted below the anastomosis and became blocked. Please see three additional related reports submitted: MFR. Report numbers 1820334-2017-03243, 1820334-2017-03244 and 1820334-2017-03245.

Manufacturer narrative:
Additional information received: description of event. Investigation ¿ evaluation: the complaint device was not returned for evaluation and no photographs or imaging was provided. Without the complaint device, a physical investigation was not able to be completed. A document-based investigation/evaluation was performed. A review of the instructions for use, quality control data, and specifications was conducted. The device lot number has not been provided for the device involved in the complaint. Therefore, a review of the device history records for the complaint device could not be performed. Additionally, a search of the complaints database for additional complaints associated with the complaint device lot number could not be completed. Based on the investigation evaluation, there is no indication that a design or process related failure mode contributed to this event. A review of production and quality documentation did not identify any specific issues with current manufacturing or quality controls that may have contributed to this incident. Current controls for manufacturing are in place to assure functionality and device integrity prior to shipping. The root cause identified in the complaint investigation is related to user technique for positioning the stent, and not a manufacturing failure. Risk analysis for this failure mode was performed, and it was determined that no additional risk mitigating activity is required. This failure mode will continue to be trended. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Repositioning resolved issues. No additional complications.